Manufacturer narrative:
(B)(4).

Event description:
The deep brain stimulator battery was depleted. During replacement surgery, a new extension was tunneled. The surgeon pulled on what he thought was the new extension to thread it through the tunnel. However, he was pulling on the old extension, still connected to the old right-sided lead. The surgeon didn't understand why it was stuck, so he pulled harder. He pulled so hard that he severed the lead. The lead was replaced without complications during a separate surgery. The pt experienced a return of symptoms in the interim period. The new device system was reprogrammed and the pt has beneficial therapeutic effect.